Event description:
Boston scientific (bsc) crm received information that this medical professional called technical services (ts) to report this patient passed out. The caller stated the patient's daughter reported that the device made a tone prior to the syncopal episode. The caller asked if pacemakers make tones. Ts stated that there are no audible tones emitted from a pacemaker.

Manufacturer narrative:
As of this report, the pacemaker remains in service. A request was sent to the boston scientific sales representative for additional information. As of this report the boston scientific crm sales representative was not able to provide additional information at this time. If additional information becomes available to our company, this event will be updated accordingly. Approximately five years later the device was explanted for normal battery depletion and returned for laboratory analysis. A thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.